Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-11786 it was reported that the right ventricular lead exhibited oversensing noise. During the procedure, it was noted that the left ventricular lead broke during the tug test upon exchanging the device. The right ventricular lead and the left ventricular lead were capped and replaced on (B)(6) 2021. The patient was in recovering condition.